Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: the black box showed dates from (B)(6) 2016. The black box data from date of the complaint had been overwritten. The current black box showed no evidence of a ¿no power¿ event. The battery compartment was cracked and the battery cap¿s threads were damaged. The pump powered on with the returned battery cap and was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed. Unrelated to the original complaint, the display was dim and discolored and the keypad was peeling, but all of the buttons were responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and no visible yellow o-ring; however, the battery cap was never replaced. There was no indication of moisture or corrosion observed in the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.